Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboot events observed in the black box. There was no damage found to battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap. No power interruptions were duplicated during the test. The returned battery cap contact measurements were in specifications. There was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.